Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cackling, popping, warm, smelled burning plastic) was confirmed. As received, the monitor would not power on. Upon evaluation, the r16, r17, and r46 resistors and 1.8v power supply were shorted on the computer / analog (ca) board and the c19 capacitor was damaged on the defibrillator board. The cause of the reported cackling, popping, warmth, and burning smell and inability to power on is the damaged components. The cause of the damaged components is a shorted q2 resistor. The root cause of the shorted q2 resistor cannot be positively identified. No adverse event resulted from the shorted transistor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was crackling, popping, warm to the touch, and smelled of burning plastic.